Event description:
Surgical procedure device malfunction. Adult male with past medical history of ruptured aneurysm due to successful coil embolization mid-october this year. Presented for an elective cerebral angiogram with embolization. While attempting anterior communicating artery aneurysm flow divert his embolization was complicated by stent malfunction. Stent did not fully open and is still in the vessel. Aneurysm remains. Patient stable, discharged to home after observation.